Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms since the last generator device changeout approximately a month ago. High threshold measurements were observed, having followed the same trend as the impedances. No noise was observed. This patient is scheduled to undergo a revision procedure however, this has not occurred yet. This rv lead remains in service. No adverse patient effects were reported.